Manufacturer narrative:
The medical device expiration date is unknown as the lot number is unknown. The device manufacture date is unknown as the lot number is unknown. Device evaluation: results- a sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion- without a sample, an absolute root cause for this incident cannot be determined. If a sample is returned to the manufacturer, a device evaluation will be performed and a supplemental report will be filed.

Event description:
It was reported that the needle failed to retract on a bd integra syringe, resulting in a needle stick injury. The clinician followed the facility's protocol for needle sticks and was seen at another facility. The source patient had screening labs drawn and the results came back negative.